Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they realigned latch. Replaced barrel clamp, handle, iui rt, rear door, and front case. Replaced c47, and c48 on display board due to 357.6780 error. Performed pm, and calibration. A review of the device history record for sn (B)(4) was performed from the date of manufacture 09/06/2018 to the present date 11/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device has a loose latch and the barrel clamp is stuck. No additional information was provided. No patient involvement was noted.